Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The patient was able to provide new weight and approximate implant date information, which was updated in the appropriate sections.

Event description:
It was reported that two weeks after a breast tissue marker was placed, the patient experienced red bumps all over her body. The bumps appeared before and after the biopsy. There was no reported patient injury. There was no treatment or intervention recommended.

Manufacturer narrative:
After further clinical review of this event with bards medical department, this event was reassessed and determined to be MDR reportable as a malfunction pursuant to 21cfr part 803. A manufacturing review could not be performed, as the lot number was not provided. The investigation is inconclusive, as the sample was not returned for eval. Per the reported event details, the patient has a nickel allergy. Because the reported device contained nickel, the root cause is most likely procedure and patient related. The current senomark ultra breast biopsy marker instructions for use (IFU) provides general instructions for use of the device as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.